Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/08/2014). The lay user/patient¿s meter has been returned on 08/28/2014 and evaluated by lifescan product analysis on 09/02/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately high compared to a continuous glucose monitor (cgm) device (dexcom). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 9:17 a. M. When she obtained a blood glucose reading of ¿267 mg/dl¿ with the subject meter and ¿164 or 167 mg/dl¿ with the cgm device. The patient manages her diabetes with insulin (unknown type, self-adjuster) and stated she continued with her usual dose of medication (unknown type and dosage) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, 1 hour and 30 minutes after the alleged issue occurred, she developed symptoms of ¿shaky, sweat, and tongue tingling¿. On (B)(6) 2014 at ¿noon¿, the patient stated she self-treated with glucose tablets/glucose gel. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 (9/24/2014) - device evaluation: the test strips involved with this complaint were returned and evaluated by lifescan product analysis on 9/22/2014 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.